Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) did not alarm for a 12 second cardiac arrest. The alarm history registered the arrest as a bradycardia. The log files have been sent in to nihon kohden and are currently awaiting review. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) did not alarm for a 12 second cardiac arrest. The alarm history registered the arrest as a bradycardia.

Manufacturer narrative:
Additional information: follow up, additional information/correction, event problem and evaluation codes. The biomedical engineer reported that the central nurse's station (cns) did not alarm for a 12 second cardiac arrest. The alarm history registered the arrest as a bradycardia. Nihon kohden technical support (nk/ts) requested that the customer send log files for review. The complaint has been closed due to the fact that multiple attempts have been made to contact the customer and no response has been received.